Manufacturer narrative:
(B)(4). Batch # l91l5l. Investigation summary: the device was returned with the shaft sheath broken and the torque wrench assembled backwards. Due to the device returned condition no functional testing could be performed. A potential cause for this condition is improper insertion of the torque wrench into the torque wrench area. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # l91l5l. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the blade tip and the sheath were broken off when the device was connected to the hand piece. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.